Manufacturer narrative:
H6 - work order search: no similar complaint was reported for units within the same lot. H11: secondary intervention to remove/replace the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim # (B)(4).

Event description:
A non-healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the power of the lens did not cover the visual impairment of the patient with astigmatism. Due to the patient's visual impairment, the lens was removed and replaced at a later date for another same model/length but different power lens. The problem was resolved.